Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Patient did not sign a release.

Event description:
Patient came for a check up and surgeon discovered wear on the liner on both hips. Patient was scheduled for bilateral hip revision. This pi is for the right hip.

Manufacturer narrative:
An event regarding wear involving an unknown liner was reported. The event was not confirmed. Device evaluation and results: visual inspection: although the device was not returned an image of the explanted device was provided. Damage to the outer rim surface was noted, likely as a result of explantation damage. Blood was evident on the device also. Device return is needed however to perform a full assessment and complete and in depth analysis regarding the alleged wear. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Patient came for a check up and surgeon discovered wear on the liner on both hips. Patient was scheduled for bilateral hip revision. This pi is for the right hip